Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address fatigue failure of the total left knee construct and loosening of the femoral component at an unknown interface. Cement manufacturer is unknown. (B)(6) 2017 review of the provided x-rays finds the femoral adapter bolt has fractured.

Manufacturer narrative:
No device associated with this report was received for examination, however review of the provided x-rays confirms the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.